Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock lead impedances on the right ventricular (rv) lead measuring 126 ohms. Additionally, it was noted the device was beeping due to the oor value. The sales representative wanted to know how to turn the beeping off. Technical services (ts) informed the patient will have to come to the clinic and a programmer would be used to reset the device. Ts also recommended to perform a max energy synchronized shock if impedances are greater than 150 ohms. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.